Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A0902 captures the black screen, a0708 captures the main power button not illuminated, and a070803 captures the system not being able to power on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the main cart monitor was completely black and the main cart power button was not illuminated, but the camera cart monitor was displaying the expected software and the camera was tracking instruments. There was troubleshooting present. It was reported that the site reseated cables at the back of the display with no effect. The system was rebooted and both carts powered on as expected. The power button on the main cart was pressed and the power button light emitting diode (led) turned off but both monitors remained powered on and displaying the sign-in screen. The system was powered off via software on the main cart and the entire system shut down as expected. It was reported that with the system disconnected from wall power, the system was not able to be powered on. There was no impact to patient's outcome and surgical delay was not provided.

Event description:
Additional information was received. Several procedures were performed during this surgery: endoscopic left maxillary sinusotomy with removal of tissue, a left total ethmoidectomy, a left frontal sinusotomy, an endoscopic resection of left inferior turbinate, use of sinonasal image guidance, and a left propel stent placement. There was no reported delay to the procedure due to this issue. The issue was resolved by calling the biomed and having them respond.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product added to d10. Annex g code added to h6. Continuation of d10: product ID: 9735773, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.